Event description:
It was reported that the customer was not seeing insulin coming out the end of the tubing during fill tubing. Customer changed out everything and was able to complete the load process and resume insulin delivery. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.